Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported via a health authority that a patient experienced bilateral opacified lenses with reduced vision and glare after undergoing cataract removal with intraocular lens (iol) implant surgeries in both eyes. The reported event began approximately in (B)(6) 2013. It was noted that the symptoms were ongoing at the time of the report, and the patient may need iol exchange surgery. There are two medical device reports associated with the event; this report relates to the patient's right eye.